Event description:
During a colonoscopy, the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and extended into the colon. As the three pronged clip exited the outer sheath it detached in the open position. At the physician's discretion, no attempt was made to remove the clip from the pt's colon. Post procedure the pt's condition was reported to be stable.